Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for ingle leaflet device attachment. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation grade 4+. The patient presented with a posterior prolapse and posterior flail. Reportedly, the mitraclip had difficulty grasping the degenerative leaflets. This same clip was implanted without further reported issues and the mr was reduced to grade 2+. On (B)(6) 2018, a discharge echocardiogram was performed and the mr was grade 3+. On echocardiogram, the implanted clip remained stable and well seated at that time. On (B)(6) 2018, a follow-up echocardiogram was performed. The mr was grade 4+ and the posterior leaflet was noted detached from the clip, a single leaflet device attachment (slda). There was no treatment provided for the slda. Per physician, the slda was due to the patient's large deviation of dmr. A possible future mitraclip procedure is being discussed. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2018, before the mitraclip procedure, the patient had presented with chordae rupture and leaflet flail. Reportedly, while grasping with the clip delivery system (cds), there was loss of leaflet capture both before and after the grippers were lowered. There was no tissue damage due to the difficulty grasping and the clip was eventually implanted, stable and well seated, without further issues reported. On (B)(6) 2019 the patient was hospitalized for heart failure due to increased mitral regurgitation (mr) from the single leaflet device attachment (slda). Medications were provided and on (B)(6) 2019, mitral valve replacement surgery was performed. Post-surgery, the patient was in stable condition and is following up at a hospital as an outpatient. There was no additional information provided.

Manufacturer narrative:
Patient codes: 2206 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported leaflet grasping and leaflet capture appear to be a result of the patient morphology/pathology and the single leaflet device attachment (slda) appears to be related to procedural conditions. The worsening mr and subsequent heart failure were cascading effects of slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.